Event description:
It was reported that the ilet touchscreen was cracked and the device became nonfunctional, leading to a replacement being shipped and instructions provided for returning the damaged unit and re-learning device settings. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included review of returned device logistics and user communications. Investigation of this case revealed physical damage to the touchscreen consistent with breakage. It was concluded that the event was due to a damaged device component, with no evidence of a device performance failure related to therapy delivery or software. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.